Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump, and after the reset, the error did not appear again. The caller successfully started their sensor session.